Manufacturer narrative:
Reported event: an event regarding difficulty disassembling a da impactor bolt from a shell was reported. The event was confirmed. Method & results: device evaluation and results: the impactor bolt was returned assembled with the shell. The devices could not be removed by hand. Therefore, dimensional and functional could not be performed. Medical records received and evaluation: not performed as patient factors did not contribute to the reported event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there has been no other previous reported events for this lot ID. Conclusions: it was determined that no manufacturing non-conformities were identified. However, this device is in scope of a non-conformance report to further investigate the root cause of similar reported events.

Event description:
The surgeon impacted tritanium cup with the impactor. Though the surgeon tried to release the impactor from the cup, it was stuck on the cup. Both the impactor and the cup were taken off from acetabular because, the surgeon turned the impactor forcefully. The surgery was successfully completed with another product. .

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The surgeon impacted titanium cup with the impactor. Though the surgeon tried to release the impactor from the cup, it was stuck on the cup. Both the impactor and the cup were taken off from acetabular because, the surgeon turned the impactor forcefully. The surgery was successfully completed with another product. .